Manufacturer narrative:
(1) batch sample test: on november 11, 2024, batch number: ckdd06-03 specification model: 26g / 1/2''(0.46mm /13mm), 20 needles retention sample products were selected for the following tests: 1. Patency test of needle lumen: according to the requirements of iso7864-2016(e) standard, 10 samples were taken for testing. The 0.18mm stylet was used to pass through the needle lumen, and the stylet could be dropped freely. 2. Simulated clinical use for suction injection test: 10 needles were taken to simulate clinical practice for suction injection liquid, and the simulation test results: all of them were unobstructed without blockage. (2) production process review: upon inspection of the production records of this batch of products, there were no abnormalities in the production process, and there were no changes in the raw materials and production processes of the products.

Event description:
The customer reported that no fluid is released from the needle during injections.